Event description:
It was reported that the patient started feeling pain above his left ankle area (that the coverage down the leg was not long enough) the day prior to the report. The patient met with the manufacturer¿s representative (rep) the day of the report for reprogramming but it still wasn¿t covered. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient met with their manufacturer representative "a couple weeks ago" to help them charge. On (B)(6) 2015 they called their manufacturer representative because they were concerned their implantable neurostimulator (ins) was not charging and they were not feeling stimulation. They had some questions about what they were seeing on the patient programmer screen. The weekend prior to the call the patient tried lying down to charge and was able to feel stimulation. While on the call the patient stated the ins icon was flashing and almost empty and the patient had no coupling boxes. They repositioned the antenna and were able to get 4 coupling boxes. The patient was instructed to charge until the ins showed 50-100% full.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).